Manufacturer narrative:
.

Event description:
Hepatic infarcts [hepatic infarction]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from healthcare professional via a company representative concerning a "few" patients of an unreported age and gender. Medical history was not provided. No concomitant medications were provided. The patients received lc bead m1 (polyvinyl alcohol microspheres) (lot number and expiration date unspecified) on unknown dates. On unknown dates, an unknown number of patients developed hepatic infarcts after the use of lc bead m1. The hepatic infarcts were evident on the one-month follow-up imaging. The healthcare professional assessed the relationship between hepatic infarcts and lc bead m1 as unknown. The healthcare professional was not sure if it was from an operational error of reaching stasis too quickly or if in fact it (hepatic infarcts) was more common with this size of bead. The company considered the event of hepatic infarcts as medically significant. Follow-up was requested. Case comments hepatic infarcts are considered listed according to lc bead m1 instructions for use as ischemia at an undesirable location is listed. The company considers that this case lacks sufficient information such as clinical details of the event to make a meaningful assessment of the role of lc bead m1 in the occurrence of the event of hepatic infarcts. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis. Follow-up information received on 22-dec-2015: no additional information available as three follow-up attempts completed without response. This is a final report. Final assessment on 22-dec-2015: the company considers the event of hepatic infarct as related to lc bead m1. The case is closed.

Event description:
Hepatic infarcts [hepatic infarction]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from healthcare professional via a company representative concerning a "few" patients of an unreported age and gender. Medical history was not provided. No concomitant medications were provided. The patients received lc bead m1 (polyvinyl alcohol microspheres) (lot number and expiration date unspecified) on unknown dates. On unknown dates, an unknown number of patients developed hepatic infarcts after the use of lc bead m1. The hepatic infarcts were evident on the one-month follow-up imaging. The healthcare professional assessed the relationship between hepatic infarcts and lc bead m1 as unknown. The healthcare professional was not sure if it was from an operational error of reaching stasis too quickly or if in fact it (hepatic infarcts) was more common with this size of bead. The company considered the event of hepatic infarcts as medically significant. Follow-up was requested. Hepatic infarcts are considered listed according to lc bead m1 instructions for use as ischemia at an undesirable location is listed. The company considers that this case lacks sufficient information such as clinical details of the event to make a meaningful assessment of the role of lc bead m1 in the occurrence of the event of hepatic infarcts. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.